Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured below rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.